Event description:
The customer reported that the pump housing was cracked after it was dropped. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.